Event description:
It was reported that primary surgery was done with navio system. During the case, the handpiece became "not connected" without any disconnections from the navio console. After dismissing the error, the case proceeded. After all the cuts were made, the regular checkpoint verification screen did not come up. Gap balancing measurements were attempted, but were erroneous. The surgeon ignored the gap balance numbers and proceeded to cement the prothesis. The patient underwent a revision surgery for the knee that was 'giving away' and subluxing patella. The surgeon exchanged the tibial insert to a thicker one and lateral release performed.

Manufacturer narrative:
The navio system was used for treatment and the case screenshots were returned for evaluation. A complaint history review did not find similar reports, this issue will continue to be monitor. DHR review found that the software version (navio 7.0) has been validated. This failure is an identified failure mode within the risk assessment. Review of the case screenshots confirmed that there was a handpiece disconnection error during the case, and that after the error was dismissed and the handpiece was reconnected there were no further issues with connection. It was also confirmed that the checkpoint verification screen did not display after cutting. The navio surgical system user's manual (500196) has instructions for reconnecting the handpiece in the "system notifications & resolution table". 500196 also notes that for checkpoint verification: "upon entering cutting, the system checks the total time spent in the case since the last time a checkpoint verification was performed. If the surgeon exceeds the 20 minute timer, the checkpoint verification screen displays." Also, there is a widget that the user can select on the top left corner of the screen to verify checkpoints at any point during or after the cutting process that is also present in the postoperative gap assessment screen. The gap values were not captured in the postop gap assessment screens, therefore we cannot confirm if the user did or did not use the system to determine the gap balancing numbers that were reported to be erroneous. If the user did use navio for the postop gap assessment, it is possible that the measurements were not erroneous, but the user chose to ignore the numbers and therefore the final gap was actually too loose, which could lead the patella to sublux. While the gap measurements were not captured in the screenshots, the screenshots do indicate that there was 0 degrees of flexion and 3 degrees of varus deformity, which is somewhat consistent to the original plan of 2 degrees varus deformity. While there is a difference of 1 degree, a slight stress on the knee could add that amount and there value is still consistent. However, the flexion and varus values in the postop gap assessment screen are moving values depending on the orientation of the knee, so we cannot confirm that the navio values on the screen were accurate. Since we cannot confirm the accuracy of the gap values postoperatively, the root cause of the issue cannot be determined. However, a factor that could lead to a looser gap than planned for include not removing a posterior osteophyte before completing free collection. If all of the osteophytes were not removed or if the osteophytes were removed after free collection, they could have also contributed to the looser gap. If the osteophytes are not fully removed before free collection, the bone model can appear larger than the patient¿s actual bone, and the pre-op gap assessment will show the resulting gaps to be tighter than they actually will be after cuts are made. The pre-op gap assessment is based on the planned implant placement. Therefore, if there were still osteophytes on the bone during free collection & rom collection, that were later removed, then the extra osteophyte removal can cause the joint to loosen up. Another factor that could have contributed to the issue is if there was an unintentional slight ligament release during cutting, resulting in a looser joint than planned. Additionally, clinical/medical investigation of the issue found that the root cause of the ¿giving way and the subluxing patella¿ cannot be definitively concluded but the failed ¿quads repair¿ and the need for a thicker insert likely play a role in this issue. The use of the navio system in the primary surgery does not appear to have contributed to this issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that primary surgery was done with navio system and patient underwent a revision surgery for the knee that was 'giving away' and subluxing patella. The surgeon exchanged the tibial insert to a thicker one and lateral release performed.